Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, in dicating low telemetry battery voltage. The device was rechecked after letting it sit for 48 hours and the gray bar persisted. The device was not use and another device was implanted. There was no patient involvement.